Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is not possible to determine the cause of the reported malfunction without an evaluation of the device additional information will be submitted when the device is received, and if additional information is received and requires reporting.